Event description:
On (B)(6) 2010, mother reported moisture in the cartridge chamber of the infusion device. Moisture builds up into large bubbles that can be poured out of infusion device when it is turned upside down. Mother reported it appears the insulin cartridge is leaking. This first occurred 1 week before call was placed. Insulin in cartridge is room temperature and adapter and infusion tubing are connected properly before cartridge is inserted in infusion device. This has occurred with two different boxes of insulin cartridges. Infusion device was replaced and requested for eval. Insulin cartridge and adapter were also requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.